Manufacturer narrative:
The patient mentioned that towards the end of the usage period of their sensor, the readings were always over 300 or 400 mg/dl. The patient took actions based on those values resulting in hypoglycemia. No further details were provided by the patient. The sensor was inserted on (B)(6) 2025 which means the sensor was past 150 days of its usage when the events happened. Due to lack of information, no further investigation could be conducted. At the time of making this event aware, the sensor had already been replaced, so the sensor associated with this event was discarded by the hcp at the time of replacement. Given the sensor's proximity to the end of its intended use period, the observed inaccuracy is most likely attributable to degradation of the indicator due to oxidation.

Event description:
Senseonics was made aware of an incident where the patient reported experiencing low glucose events with their sensor towards the end of sensor life. The patient did not remember exactly when the event happened, but mentioned that it happened from 01-nov-2025 to 15-nov-2025. No specific example or further information was provided.